Manufacturer narrative:
Continuation of d10: product ID ev240163 ev lead implanted: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implant, the extravascular (ev) lead exhibited high pacing impedance. Defibrillation threshold testing (dft) was performed and ventricular tachycardia (vt) was induced. It was noted that the arrhythmia was not detected by the extravascular implantable cardioverter defibrillator (ev-ICD) and noise was observed in the ring 1 to ring 2 sensing channel. The patient remained in the hospital. Two days later, the patient was checked again and all parameters were within normal range with a successful defibrillation test. The ev-ICD system remains in use. No further patient complications have been reported as a result of this event.